Event description:
It was reported that a g2 p/s art tr sz3-4 9 mm (B)(4) and a g2 p/s art tr sz5-6 9 mm (g2 p/s art tr sz5-6 9 mm) had been reported as having cracks in them. As this was noticed upon inspection there was no patient involvement.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned g2 p/s art tr sz5-6 9mm confirms the device has cracks, gouges, and scratches in the plastic. This device also has excessive wear usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.